Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 600 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The high pressure test was performed using a hemostat because the customer did not have a tubing clamp. The insulin pump did not pass the high pressure test. Advised the customer to call back to perform the high pressure test once she has the tubing clamp.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.